Event description:
It was reported that the implantable cardioverter defibrillator (ICD) battery did not reach expected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2005; 4592 competitor implantable pacing lead (B)(6) 2011; 7122 implantable tachy lead (B)(6) 2011. (B)(4).